Manufacturer narrative:
Results: visual inspection of the product found the optic torn and both haptics torn off. There was evidence of surgical residue. Conclusions: the root cause for this event cannot be determined because the cartridge and injector were not returned.

Event description:
The surgeon implanted an aa4203tl toric silicone lens but it tore while being inserted. The lens was removed in pieces with no patient injury or complications. The facility stated it was unknown as to why the lens tore. An msi-pr injector and an mtc-60c cartridge were used but the model and lot numbers were not provided by the facility.